Event description:
User facility medwatch report received that states " the patient was undergoing primary coronary intervention for an acute st elevation myocardial infarction (stemi). A balloon catheter was passed across the lesion uneventfully. When the balloon was attempted to be inflated, there was no increase in pressure and it was decided to remove the balloon catheter. When balloon catheter was being removed, only the distal half was removed with the proximal half across the lesion and into the guide catheter. A second guidewire was passed into the artery and over it a 3 mm angioplasty catheter was passed to the distal end of the guide catheter and inflated, pinning down the half of the first angioplasty catheter that remained in the vessel. The guide catheter was then removed along with both guide wires, the distal half of the first balloon and the second balloon catheter". It was noted that the trek balloon was not soaked prior to use and when attempting to inflate it did not hold pressure. Another unspecified device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported material separation was confirmed. The reported material rupture was unable to be confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: ¿submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating.¿ in this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the balloon dilation catheter (bdc) failed to hold pressure (material rupture) during use and was noted to be separated once removed from the anatomy. Analysis of the returned device confirmed the reported material separation at the hypotube. The fracture faces at the separation were oval shape. This type of damage is consistent with manipulation of the bdc at a kink or bend. Additionally, functional testing of the returned device was performed, the balloon attached to a lure and inflated. The balloon was successfully able to hold pressure. It is possible that the bdc sustained damage during use, such as a kink or separation, contributing to the reported failure to hold pressure. The separated portion of the bdc was removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017 incorrect prep attachment medwatch report #mw5153797.